Event description:
No additional information provided.

Manufacturer narrative:
1. Customer has no returned samples, and returned 1 photo, which shows the device has been used and needle through catheter. 2. DHR/bhr review lot# 4016768. 1-the products of this batch were assembled at intima ii auto line 2 in march 2024, and packaged at r240 package line in march 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Take the retained sample to inspect catheter appearance under 10x microscope, the results show that they all meet the product specifications. (B)(6) for the test reports. 4. During the production process, the catheter head will be tipped to facilitate smooth penetration, and the catheter after tipping will be 100% detected by the vision system. 5. According to the experience of previous market visits, it is recommended that: 1-before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion. 2-insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter, do not withdraw the needle prematurely, and do not multiple punctures. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. According to the photo provided by the customer, the possible cause of the puncture of the catheter was repeated puncture.the factory will continue to track such defects.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm needle through catheter the following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital on (B)(6) 2025 for treatment of pneumonia, and was given an infusion (ceftriaxone sodium 2 g + 0.9% sodium chloride 100 ml), which the nurse operated according to specifications, and found that there was no return of blood after puncture, and after adjusting the indwelling needle, there was still no return of blood, and the needle was withdrawn, and after the withdrawal, it was found that the hard and soft needles had diverged, and the needle was discarded into a sharps box. After pulling out the needle, it was found that the hard needle and the soft needle of the indwelling needle had diverged, and the indwelling needle was thrown into the sharps box. The patient then requested that the treatment be completed with a single-use infusion set. This incident was an isolated incident, and the patient's pain was increased by another puncture operation to complete the treatment.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.